Manufacturer narrative:
The report that the ipg was revised due to being unable to connect to ipg was confirmed. Analysis of the returned ipg found it to be in the service application state and the dimconfig (domain information model configuration) was in an invalid state which resulted in not being able to communicate with the ipg. This is consistent with a degradation in the firmware that seems to have occurred during the MRI scan the patient reported having.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an MRI scan where the ipg was not placed in MRI mode, patient's ipg became inoperable and was unable to communicate with external devices. As a result, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.